Manufacturer narrative:
The revision reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as the devices remain implanted and no radiographs or clinical information was provided. B3: corrected h6: corrected investigation clinical codes.

Event description:
Approximately 3 month(s) and 5 day(s) post-operative of an initial right rtsa, it was reported via clinical study that the patient experienced aseptic humeral loosening. Patient reports recurrent instability episodes over the past 2-3 months. Updated x-rays reveal subtle lucency along medial humeral stem. An earlier event of instability/subluxation was reported approximately 50 days post-operatively and was resolved through rest and light physical therapy. The patient was referred to surgeon, pending revision by non-study surgeon for this event. The outcome is considered continuing and the case report form indicates that this event is definitely related to the device and definitely not related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 320-40-00 - 145-deg pe 40mm hum liner +0: 7090574. 320-10-00 - equinoxe reverse tray adapter plate tray +0: a596794. 320-31-40 - glenosphere, 40mm: a416149. 320-35-08 - small superior/posterior augglenoid plate, right: 7217507. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.